Event description:
Follow-up evaluation of patient revealed visual acuity of "hand motion".

Event description:
A patient experienced elevated intraocular pressure after completing a surgical procedure to repair a macular hole using a gas mixture consisting 20% perfluoropropane and 80% air. The gas mixture was prepared at the eye care center using a 60cc syringe.